Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged the following day post implant. The lead had no significant slack and pulled back from its position. Also, changes in the capture thresholds were noted. Additional information received indicated that during the pre-discharge check, tests showed loss of capture (loc). An x-ray was done that confirmed dislodgement. According to the physician¿s notes, there was increased and sometimes intermittent loc. The rv lead was explanted and replaced with no further issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Laboratory testing could not confirm the reported observations. Although the lead was returned with the proximal shocking coil separated from the medical adhesive (ma) bonding at the distal end, the helix and tip section of the lead noted no irregularities. All the other allegations could not be confirmed through testing.